Event description:
Revision surgery was performed on (B)(6) 2026 due to shoulder instability. Patient underwent primary surgery for a reverse total shoulder arthroplasty on (B)(6) 2026 with the following assembly: finned stem dia 16mm l80 (pn 1304.15.160, lot 2418032 serilization 2400186), 140° reverse humeral body (pn 1352.15.011, lot 2535453 sterilization 2500253), extension for humeral reverse body (pn 1352.15.001, lot 2537086 sterilization 2600013), reverse liner +6mm (pn 1360.50.820, lot 25at26s sterilization 2500205), djo rsp glenoid baseplate. Djo rsp glenoid head 36mm with retaining screw 6mm lateral offset. After few months patient reported instability and the assembly was revised with a more lateralized djo glenosphere on the glenoid side, and a new extension coupled with standart retentive liner on the humeral side. Surgery was completed as intended. Patient is female, date of birth (B)(6) 1957. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing records did not highlight any pre-existing non-conformity possibly contributing to reported issue. The manufacturer will submit a final report as soon as the investigation is completed.